Event description:
Patient with a posterior fossa mass status post craniotomy for tumor resection underwent ventriculostomy catheter removal. During the procedure, a 3.2 cm portion of the distal tip of the external ventricular drain fractured and was retained. The retained segment was then removed in operating room.